Event description:
The following article has been reviewed: mcnierney d, chen j, zein jg, vaszar l, swanson k, azadeh n, sakata kk. Comparing monarch versus ion robotic-assisted bronchoscopy platforms: a propensity score-matched analysis. J bronchology interv pulmonol. 2025 jul 15;32(4):e01019. Doi: 10.1097/lbr.0000000000001019. Pmid: 40662912, and cited four (4) instances of pneumothorax with chest tube placement. This report is being submitted for these events.